Event description:
It was reported that a systemic infection occurred. The entire bi-ventricular implantable cardioverter defibrillator (bi-v ICD) was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488 lead, implanted (B)(6) 2011; 5076-52 lead, implanted (B)(6) 2005. (B)(4).